Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm excessive no delivery alarm due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a no delivery alarm. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 12 mmol/l. No further details or information available. The device will be returned for analysis.